Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the device investigation, the cause of the reported ¿lock lever of the cleaning tube connector came off¿ issue was confirmed. The root cause of the damaged lock levers could not be determined, however, this issue was found to likely be the result of an external load applied to the cleaning tube, making it impossible to connect. An external load on the irrigation tube may be caused by the user applying force in the wrong direction. The event can be prevented by following the instructions for use which state: ¿abnormalities can be detected by conducting the following inspections: 9 preparation and inspection. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided based on the device evaluation. The device was returned and evaluated, and the connecting tube was not returned in its original packaging. Both clips on the green connector were missing and were not returned for evaluation. The tubing had no signs of punctures or tears. The metal connector had several scratches on the housing of the connector. There was no corrosion or residue identified inside the tubing or on the connectors. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The following fields were also updated based on the additional information provided: d8/returned to manufacturer: yes. Device received date: december 8, 2022. D/concomitant medical products: oer-elite . H3/device evaluated by manufacturer: yes.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the connecting tube would not securely connect to the reprocessor, due to the silver pieces falling off. There was no procedural impact or patient harm associated with the event.